Event description:
No changes required.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Manufacturing site evaluation: additional information / investigation results will be provided in a supplemental report, if available.

Event description:
It was reported to aesculap inc. On an ess surgeon activel survery (reporting during the time frame 1feb2020 to 31jan202), unspecified activel was used during a total disc replacement (tdr) procedure performed on an unknown date. According to the complaint description, the surgeon reported an adverse event without details about the issue. Although requested, additional information has not been made available. The adverse event is filed under aag reference (B)(4).